Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar surgical procedure. It was reported that after taking an imaging system spin, they were using the percutaneous access kit (pak) needle and the image jumped from showing they were navigating at the pedicle to the instrument almost going into the disc space. They checked with a passive planar probe and the navigation was accurate at the pedicle. They attempted another pak needle and it also appeared to be going into the disc space. The surgeon aborted the medtronic imaging system and used two non-medtronic imaging systems instead. There was no delay in the surgery and no impact on patient outcome.

Manufacturer narrative:
B5: the event description was updated to ensure accuracy in event reporting. No other sections were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6) the software investigation archive was reviewed. It had one o-arm exam and auto registration performed. Logs were reviewed. Only one application session was available. O-arm registration was used and one scan was transferred. Pak needle and passive planar probe were found to be connected. No errors found with localization/tracking pak needle. Logs do not reveal the region or the cause of the inaccuracy or which instrument was inaccurate. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Software version: 2.1.0-52, os version: 2.0.3-352. Codes b01, c19, d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar surgical procedure. It was reported that after taking an image acquisition system (ias) spin, the image "jumped" from showing the percutaneous access kit (pak) needle navigating at the pedicle to the instrument almost going into the disc space. The navigation was checked with a passive planar probe and was accurate at the pedicle. Another pak needle was attempted, and it also appeared to be going into the disc space. The surgeon aborted the medtronic ias and navigation and used two non-medtronic imaging systems instead. There was no delay in the surgery and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version #: 2.1.0 h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.